Event description:
It was reported that "when making a cut on the humerus head for a reverse shoulder, the single trigger hand piece failed to function." It was reported that the customer tried switching the safety on the other side, replaced the battery, and inserted a drill attachment. It was reported that none of these actions made the hand piece work. The case was finished with an alternate device and there was no report of patient injury. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.